Manufacturer narrative:
The reported glidescope core smart cable was returned to verathon for evaluation. A verathon "technical" service representative evaluated the returned device and confirmed the reported image issue. When connected to known, good, test verathon equipment, the test monitor displayed a green hue. Upon visual inspection of the device, damage was identified to the cable's hdmi connector. The customer's smart cable failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, the smart cable was scrapped as the customer reported they were replacing their cable and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the display on the connected glidescope core monitor turned green. A photo was provided of the monitor screen which showed a green, distorted image. No delay in the procedure, use of a backup device, or harm to the patient was reported.